Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent dista thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. The boot was almost all the way full of fluid when received. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Inspection of the device revealed numerous kinks throughout the device. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline supply¿ error was displayed on the console. Microscopic examination of the shaft revealed that the hypotube was broken at a kink at the distal window, 1mm proximal of the jet body. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 24mar2018. It was reported that the catheter failed to prime. An angiojet® solent¿ dista catheter was selected for a thrombectomy procedure. During preparation outside the patient, an error message stating "check saline supply" displayed and priming failed. The procedure was completed with a different device. There were no patient complications. However, analysis of the returned device revealed a broken hypotube.